Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the tip was not attached properly and fell off. Additional information provided on 05-dec-2019 stated that the tip was referring to the needle not being attached to the syringe.